Event description:
It was reported that prior to the start of a da vinci-assisted head and neck surgical procedure, the monopolar cautery instrument (mci) tip of instrument was damaged and unable to get hook/spatula tip to attach. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip was not able to be attached because the inside of the instruments shaft was damaged. Another mci and proceeded with case.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have a cracked tube adapter. No material appears to be missing. The instrument was found to have bent electrical contacts at the distal end. As a result, a cautery accessory tip is unable to be installed on the tube adapter properly. The complaint was confirmed by failure analysis.